Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient expired on (B)(6) 2014, subsequent to experiencing a cardiac arrest during the recovery phase from general anesthesia, received as part of implant surgery on (B)(6) 2014.